Event description:
Revision surgery - the pt has a reverse shoulder prosthesis from djo surgical (encore medical at the time) that was put in 2005. The pt fell, breaking the central screw of the glenoid baseplate. The surgeon removed all of the components, as well as the humeral socket shell and socket insert. He converted the shoulder to a hemi shoulder using the turon total shoulder system. The original size 8 humeral stem remained in pt.

Manufacturer narrative:
The reason for this revision surgery was identified as a broken device after 8 years of patient use. The products associated with this event were not returned for examination. A review of the DHR showed two ncmrs associated with this product. This is the 102nd complaint for this part number, first complaint for this lot number. It was reported the patient fell, breaking the central screw of the glenoid baseplate. There are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause for the broken device was most likely due to the fall, as originally reported.